Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be replicated in a testing environment as the needles and suture were not returned for analysis. It should be noted that the prostar xl instructions for use (IFU), states: do not attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath. Additionally, it was reported that the physician is not trained in the use of the prostar xl device. It should be noted that the prostar xl IFU states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The reported failure to deploy the needles appears to be related the status of training. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar device via a 5f sheath, using the pre-close technique, prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, only three of the four needles deployed as a needle miss had occurred. A needle back down was performed and the needles were attempted to be re-deployed twice. The sheath was upsized to a 16f. The evar procedure was completed. Fascial closure suturing was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Reportedly, the physician was not trained in the use of the prostar device or established in the pre-close technique. No additional information was provided.